Manufacturer narrative:
Initial reporter state- (B)(6).

Event description:
It was reported that the catheter became entrapped on the guidewire. A 2.1mm jetstream atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery and the popliteal artery. The 90% stenosed target lesion was severely calcified. During the procedure, the jetstream atherectomy catheter became entrapped on the non-boston scientific guidewire and a pod error occurred on the console. No buttons were functioning. The catheter and the guidewire had to be removed together. Angioplasty with a drug-coated balloon was performed to complete the procedure. There were no patient complications.

Manufacturer narrative:
E1: initial reporter state- (B)(6) device analysis by manufacturer: the product was returned to boston scientific for analysis. Returned product consisted of a jetstream xc-2.1. A non-boston scientific guidewire was stuck in the device. The device and the catheter shaft were analyzed for damage. The catheter shaft showed a severe kink located 135.5cm from the tip. A noncompatible filter guidewire was stuck in the device. The proximal end of the guidewire was sticking out of the pod approximately 151cm. The distal end of guidewire was sticking out of the tip end 14.5cm. The wire showed peeled and bunched up coating near the tip. The device was functionally tested per the instructions for use (IFU) set up procedure and the device functioned; however, the speed was lower than designed due to the severe kink at the proximal end of the catheter shaft. No pod error was observed during the functional testing. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for a guidewire restriction issues as well as shaft damage.

Event description:
It was reported that the catheter became entrapped on the guidewire. A 2.1mm jetstream atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery and the popliteal artery. The 90% stenosed target lesion was severely calcified. During the procedure, the jetstream atherectomy catheter became entrapped on the non-boston scientific guidewire and a pod error occurred on the console. No buttons were functioning. The catheter and the guidewire had to be removed together. Angioplasty with a drug-coated balloon was performed to complete the procedure. There were no patient complications.